Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (broken connector, monitor displays "connect belt") has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A patient service representative (psr) assisting a (B)(6) male patient contacted zoll customer support to report that the monitor displayed a message to "connect electrode belt" when the belt was connected. The psr also reported that the belt had a broken connector. The patient was provided with a replacement electrode belt.